Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva tpn bag leaked. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: july 20, 2018 to july 23, 2018. The device was received for evaluation. A visual inspection via the naked eye and magnified inspection of the bag was performed which revealed a small tear in the lower left edge of the bag where the customer had marked. A functional test was performed and a leak was observed at the lower left edge of the bag approximately at the 250 ml level. The reported condition was verified; however, the cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.